Event description:
It was reported that a physician was attempting to deploy an endeavour sprint stent to treat a pre-dilated lesion located in the lad, the lesion was reported to be with excessively tortuous with 90-99% stenosis. It was reported that the stent couldn¿t pass through the plugged vessel, became stuck in the plaque and the stent stayed within the plaque and couldn¿t pass the lesion. When the system was withdrawn from the patient, it was noted that the stent was deformed. Another stent was then used. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed (no device or cine images returned for review); inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology, excessively tortuous with 90-99% stenosis). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, excessively tortuous with 90-99% stenosis); known inherent risk of procedure (failure to deliver stent and stent deformation); unable to confirm complaint (no device or cine images returned for review) FDA.